Manufacturer narrative:
(B)(4).the field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the oxygen (o2) sensor. The device then passed all testing.

Event description:
It was reported that the customer was unable to calibrate an oxygen (o2) sensor on a ventilator. There was no report of patient involvement.